Manufacturer narrative:
Lot number: the correct serial number is (B)(4) to serial number: the correct serial number is (B)(4). The pm1 kit was utilized to replace the vacuum pump oil and oil mist filter at the customer facility to resolve the odor/smells issue. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smells to be "low." No parts were available for return and evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance level 1 (pm1) was performed which resolve the odor/smells issue. Unit meets specifications and was returned to service on 02/19/2016. Catalog number - the correct catalog number is 10104-003, 100nx(tm) 1-dr w/ duo. Lot number - the correct serial number is (B)(4).

Event description:
A customer reported an event of an odor emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.